Manufacturer narrative:
(B)(4).

Event description:
Physician was attempting to treat a lesion in the carotid artery using mo.ma ultra occluding device to occlude the vessel. It was reported that the distal balloon was placed in the external carotid and inflated. The common/proximal balloon was not inflating because it had ruptured at some point. Likely, upon insertion into the sheath. Physician also tested the balloons on the back table rather than drawing negative, this has been communicated to the physician. The mo.ma device was left in place in the external carotid and the spider was then deployed on the internal carotid. An exact stent was placed and post dilatation was performed and the procedure was successful. There was no injury or clinical sequelae reported for this event.